Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad trace. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the buttons on the insulin pump were not responding, after exposure to moisture. His blood glucose level was 200 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).